Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA# (B)(4)).

Event description:
It was reported that during use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes the tubes are under filling. This occurred on 3 separate occasions. The patients were re-drawn. The following information was provided by the initial reporter: it was reported that the tubes are not filling to minimum capacity.